Event description:
It was reported that during implant attempt, the physician tried twenty rotations, but the helix would not extend. The lead was retracted out of the patient and tested again. Then the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the helix was disengaged from the helical channel. There was blood in/on the helix mechanism (sleeve head). There was blood in/on the helix mechanism.